Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cassette was not aspirating during a patient's left eye ocular surgery. The product was replaced and the procedure was completed successfully. A product sample was requested for evaluation.

Manufacturer narrative:
A device history record review of the reported lot indicates that the order was built to specification. The returned sample was visually and functionally tested and passed testing. No contributing factors could be identified that could cause the customer's reported issue. The root cause of the customer's complaint could not be established; the returned sample met specifications. The manufacturer internal reference number is: (B)(4).